Event description:
Same case as 2134265-2015-01732, 2134265-2015-01925, 2134265-2015-01922, 2134265-2015-01923. It was reported that automatic pullback failure occurred. A motor drive unit (mdu) was used in conjunction with an unspecified imaging catheter and a sled to view an unspecified target lesion. During procedure, it was noted that the physician could not execute automatic pullback. The physician decided to change the sled and the catheter but problem still persisting and had to perform it manually. No patient complications were reported.

Manufacturer narrative:
The complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).